Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05sep2019. The manufacturer¿s field service engineer (fse) confirmed the reported display and touch not working issue. The manufacturer¿s field service engineer (fse) replaced the touch screen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported display and touch are not working. There was no patient involvement.